Event description:
While onsite servicing the ventilator, the respironics service technician noted diagnostic codes found in the ventilator log history that indicated a loss of air and oxygen gas supplies will affect the function of the ventilator. The customer reported the ventilator was in use on a patient and there was no patient harm. The ventilator log confirmed there was an air source fault in addition to a gas supplies lost: safety valve open alarm which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The respironics service technician was unable to duplicate the findings. Service evaluation determined the device to be functioning to specification, however replaced the air valve and air stepper motor controller as a precaution. Performance verification testing was completed and all tests passed per operating specifications.